Event description:
Event: late conversion secondary to contained ruptured aneurysm. Case details: a pt implanted in 2000 was observed to have a type ii endoleak at discharge. Six months post implant the type ii endoleak was treated with coils and subsequent cts did not reveal any endoleaks and the aneurysm sac was not growing. In 2002 the pt was converted to standard open repair to treat a contained ruptured aneurysm. During surgery four active lumbar arteries were observed and over-sewed. The physician attributed the rupture to pressure in the sac from endotension created by the flow from the lumbar arteries.